Event description:
New information notes the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Event description:
It was reported during routine device check, premature battery depletion was observed. The patient did not experience any adverse outcome. Device change out is planned.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.